Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the patient states that he is having pain. He can feel a clunking and/or noise and reports pain when he hears the noise. The patient had an MRI taken in 2010 of the lower spine to rule it out for cause of pain. The patient went for a consultation with surgeon on friday (B)(6) 2011 who reported that he suspects either dislocation or impingement via review of x-rays."